Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery was depleting quickly. Customer declined troubleshooting with tandem technical support. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 150-200 mg/dl.